Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of symptoms/ae: after procedure. Outcome: pacemaker insertion. It was reported that one day post rica stenting procedure, the pt required insertion of a pacemaker due to significant bradycardia with heart rates in the 30's. The pt has an underlying conduction disease with chronic atrial fibrillation. He has a history of bradycardia. His original stenting procedure was cancelled due to bradycardia. Due to increased vagal sensitivity from the carotid stenting procedure, the pt experienced a more severe case of bradycardia. The pt was admitted on event date and discharged to home 3 days later. No add'l info available.

Manufacturer narrative:
The lot history record was reviewed and there are no non-conforming material reports associated with this lot number.